Manufacturer narrative:
(B)(4). Eval results and conclusions: delivery through a previously deployed stent. Ninety nine percent stenosis. Stent deformation and failure to deliver stent. Eval summary: the device was received for eval. The tip was damaged. The proximal shaft was flattened distal to the strain relief. The distal shaft was flattened proximal to the balloon bond. A number of struts on the proximal and distal segments were flared and deformed. The stent was positioned on balloon between the marker bands.

Event description:
The physician was attempting to deploy a 3.0mm diameter x 30mm length integrity over the wire (otw) coronary stent to the ostial proximal circumflex. The integrity otw got caught on a previously deployed stent as it crossed the lesion. On removal from the pt it was noticed that the stent was damaged. The vessel was 99% stenosed. Pre-dilatation was performed. The pt recovered. No additional clinical sequelae were reported.